Event description:
It was reported to philips that the examination monitor turned black during use; the dvi splitter was identified as defective on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the singlelink dvi ext. Received ra_display and dvi video splitter. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).